Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: I (nurse) had the precedex gtt on standby because the patient was not needing it at the moment. When the standby mode completed the pump automatically started running the precedex at kvo.